Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The device history record revealed that on (B)(6) 2023 the patient sensor 2 was replaced in rework.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. There was an air detected in cassette during drain 1. Fluid was then discovered in the pump module area of the cycler and on the cassette door. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient received a new cycler and is using it with no further issues.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. There was an air detected in cassette during drain 1. Fluid was then discovered in the pump module area of the cycler and on the cassette door. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient received a new cycler and is using it with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.